Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced tube push off non-patient end needle. The following information was provided by the initial reporter. The customer stated: it was reported that ultra touch with pre-attached holder will not stay engaged in place with the bactec rubber septum and as a result the needle keeps popping off. This is an ongoing issue. The ultra touch pre-attached hold will not stay on the bactec blood culture bottles during blood culture draws. The holder "pops" off the neck of the bottle. The needle keeps popping off and the phlebotomist has to forcibly hold the holder onto the top of the bactec bottle.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced tube push off non-patient end needle. The following information was provided by the initial reporter. The customer stated: it was reported that ultra touch with pre-attached holder will not stay engaged in place with the bactec rubber septum and as a result the needle keeps popping off. This is an ongoing issue. The ultra touch pre-attached hold will not stay on the bactec blood culture bottles during blood culture draws. The holder "pops" off the neck of the bottle. The needle keeps popping off and the phlebotomist has to forcibly hold the holder onto the top of the bactec bottle.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for holder pop off with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to holder pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.